Manufacturer narrative:
(B)(4)- the patient had been receiving peritoneal dialysis (pd) treatment for approximately one year prior to the development of the umbilical hernia. A temporal relationship exists between manual pd and ccpd therapy with the liberty cycler and the development of the umbilical hernia, eventually leading to the need for corrective surgical repair. However, there is also an association between the event of hernia and hospitalization for corrective surgical repair and the increase in intra-abdominal pressure that occurs during the normal course of pd therapy thus making causality unknown. This hernia was originally reported in medwatch 2937457-2017-00248, however the advancement of the injury to requiring emergency surgical intervention on a different cycler indicated the need for a new MDR. A supplemental medwatch report will be submitted upon completion of the plant investigation.

Event description:
Information in the complaint file was reviewed by a post market surveillance clinician. It was reported on (B)(6) 2017 this peritoneal dialysis (pd) patient had corrective surgery to repair an umbilical hernia. The surgery was scheduled as an outpatient procedure for (B)(6) 2017 but on (B)(6) 2017 the patient experienced vomiting, retching, and an episode of acute abdominal pain. At that time the patient noticed the umbilical hernia had increased in size from the ¿size of my baby finger nail to the size of a golf ball¿ and became very hard and extremely painful. The patient then presented to the emergency room for care and underwent corrective surgery (B)(6) 2017 because of increased severity (incarcerated bowel) and was discharged. Since discharge from the hospital the patient had successfully completed pd treatments and alternated between manual pd treatments and continuous cycler-assisted peritoneal dialysis (ccpd) treatments based on user¿s preference without further issue.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.